Manufacturer narrative:
Other, other text: one cadd solis vip pumps - 2120 was returned for analysis due to excessive pressure. The device was visually inspected and the pressure switch test was performed. The reported issue was not confirmed. The pressure switch test results showed within the pump's manufacturer specifications. However, signs of fluid ingression's were found on pump by chassis base of the downstream occlusion sensor. The "device pressure exceeds manufacturer's specifications" issue possibly was caused by fluid ingression's. The downstream occlusion sensor will be replaced.

Event description:
Information was received that this smiths medical cadd solis vip pump exceeded device manufacturer's pressure specification. No reported adverse effects.